Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure "forward firing" was noted and an alternative procedure ("bipolar") was used to complete the procedure. No injury was reported. Patient outcome: "good" reported.

Manufacturer narrative:
Event description updated. Device available for evaluation updated. (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion on metal surface; the metal cap is blackened at the location of the fracture. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the fiber tip was not cleaned during the procedure.